Event description:
A report was received that the patient was experiencing loss of hearing. The physician assessed that the patient¿s symptom was device related and not procedure related.

Manufacturer narrative:
Additional information was received that the patient's symptom was not device related.

Event description:
A report was received that the patient was experiencing loss of hearing. The physician assessed that the patient¿s symptom was device related and not procedure related.